Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the system was not connecting. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.